Event description:
Blood specimen drawn utilizing vamp (venous arterial blood protection system). Stopcock and syringe position may have contributed to user obtaining diluted blood samples utilized to erroneously treat pt.